Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-jan-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, consumer) regarding a patient who was receiving unknown drug via an implantable pump for spinal pain use. The company representative (rep) stated that on (B)(6) 2023, the healthcare provider went into the pump to look at the catheter to see if there were any issues and at that time, they saw that it looked a little tangled and there was scar tissue around it. The healthcare provider untangled it and aspirated from the access port and was able to get some fluid back. The patient did ¿pretty well,¿ and the symptoms went away and the patient recovered nicely.

Event description:
Additional information was provided from a healthcare provider via a company representative (rep) stated that the cause of the scar tissue, symptoms, and tangled catheter was unknown. The hcp attempted to untangle the catheter from the scar tissue on (B)(6) 2026. The symptoms were resolved for approximately 3 weeks then returned. However, the rep was not sure if the scar tissue was completely resolved. They patient is planning to get the pump removed and considering dorsal column stimulation (dcs) therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.